Event description:
It was reported that the patient presented for a follow up in clinic. The patient's pacemaker exhibited loss of capture, increased capture threshold and high pacing impedance. The device was reprogrammed. There were no patient consequences.